Manufacturer narrative:
After service, the customer did not report any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer performed ise maintenance, calibration, qc, and all results were within acceptable ranges. The field service engineer checked ise performance, adjusted the ise wash time, and replaced the ise tubing. He verified calibration and qc were within acceptable limits. After service, the customer has not reported any further issues. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas integra 400 plus. Prior to patient testing, the ise qc was acceptable. The initial na results were not reported outside the laboratory. The customer performed repeat testing with the samples due to the initial na results were low and contained an "l" data flag. The same analyzer was used for repeat testing. Patient (B)(6) initial na result was 129 mmol/l, and the patient's repeat result was 140 mmol/l. Patient (B)(6) initial na result was 129 mmol/l, and the patient's repeat result was 142 mmol/l. Patient (B)(6) initial na result was 124 mmol/l, and the patient's repeat results were 124 mmol/l and 135 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.